Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer and death there was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the device has no power and service required. A device was returned to a third-party service center. During the evaluation of the device, they found out that the complaint was accepted that the unit is not working, the unit is burned, does not have reusable pollen filter and motor calibration. The device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.